Event description:
Reportable malfunction: incident description - on june 3, 1998 novo nordisk a/s rec'd a novopen 3 from a pharmacy in france with the complaint that the piston rod mechanism was faulty. No adverse event was reported in connection with this complaint. Result and conclusion of MFR's investigation - on june 18, 1998 technical investigaions revealed that the function of the pen was strange and the piston rod appeared springy when it was pressed into the pen body. The fault "collar on piston rod nut broken off" was identified. Conclusion - the technical fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction on june 18, 1998.